Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that at the time the cement was about to be applied, a spot was detected in the implant. Therefore, it was immediately rejected and another device was used to complete the surgery.